Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having used the gastrointestinal videoscope on an unknown number of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received and positive results were received on (B)(6) 2024 of 3 colony forming units (cfus) in the biopsy canal of an unknown microbe and 3 cfus in the air/ water channel of an unknown microbe. Positive results were also obtained on (B)(6) 2024 of 1 cfu in the biopsy canal of an unknown microbe, 1 cfu in the air/water channel of an unknown microbe, and 1 cfu in the aqua jet of an unknown microbe. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device biopsy channel before repair. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated, and foreign material was observed in the air/water cylinder. Air/water tube and the auxiliary jet channel. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: biopsy channel suction channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 0cfu/ml (37). Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 1cfu/ml (37). Bacterial identification: bacillus species. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A definitive root case of the device use in a patient procedure while waiting for culture results could not be determined, however, the issue is believed to be a result of the scope not being isolated prior to receipt of sampling results and or a difference in understanding between olympus' recommendations and the facility regarding how to handle the equipment. Additionally, a definitive root cause of the observed foreign material in the air/water cylinder, air/water tube and the auxiliary jet channel could not be determined, as no deformation was observed at the foreign material locations that might result in the retention of foreign material and no deviations from the IFU were found were found in the facility reprocessing procedures, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. Feedback to the customer provided: in case abnormality, such as leak, damage, is detected from device, we¿d like you to order repair of the device to olympus without clinical use. If you have any unclear point or uneasy step in reprocessing process, an expert staff will conduct observation and/or training at your facility. Olympus will continue to monitor field performance for this device.